Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy procedure, the fenestrated bipolar forceps (fbf) instrument was found to have crooked jaws. The customer indicated that the instrument was not suitable for use for hemostasis and a fragment had fallen inside the patient. It is unknown if the fragment was retrieved. The procedure was completed robotically using a backup fbf instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 1.04 mm. The grips were not found to be cracked. The instrument did not have any missing fragments.